Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the tube did not draw enough blood and had to be recollected. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the tube did not draw enough blood and had to be recollected. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation of underfill. Therefore, 20 retained samples from bd inventory were draw-tested with water, and all 20 tubes drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.